Event description:
It was reported, the mattresses on the stretcher has fluid intrusion. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The mattress was disposed off by the customer prior to any photographic images being taken, therefore, an evaluation was not able to be conducted.